Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The device evaluation found the image was green due to a defective charged coupled device unit, the cable unit sleeve was wrinkled, and the tube was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension in the area of the "charged coupled device with holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "charged coupled device holder to bumper sleeve", unacceptable tension in the area of the "charged coupled device with holder" assembly due to asymmetrical alignment of the spring to charged coupled device holder before the bumper sleeve is joined, or pre-existing damage to the "charged coupled device with holder" assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable was producing a green image. The issue was found during a therapeutic laparoscopic surgery. The procedure was completed using another device. There were no reports of patient harm.